Event description:
It was reported that there was high superior vena cava (svc) coil impedance and increased right ventricular (rv) coil impedance indicating a possible high voltage conductor fracture. Fluoroscopy also revealed a possible insulation issue on the lead near the device. The svc coil was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. There was one patient alert for out of tolerance subthreshold lead impedance on 2013-(B)(6). The daily high voltage lead trend data showed an increase for svc defib equal to a 70 to 94 ohms peak between 2013-(B)(6). Concomitant products: 4076 implantable pacing lead 2007-(B)(6); 6931 implantable tachy lead 2007-(B)(6); 4194 implantable pacing lead 2007-(B)(6). (B)(4).